Manufacturer narrative:
Investigation of smiths medical cadd solis 2120 pump alarming downstream occlusion could not be duplicated during testing. The device was visually inspected on the outer side to have damaged lens. Unknown what caused alarm and no actions were taking to repair device and no findings were found upon inspection and evaluation. The device passed all functional, delivery and sensory testing.

Event description:
Information received a smiths medical cadd solis 2120 pump alarming downstream occlusion. Event occurred during testing with no patient involvement.